Manufacturer narrative:
Siemens analyzed the data files for s/n (B)(4). Data files for s/n (B)(4) were not provided. The measurement cartridge was not returned for investigation. Due to the replication of the sample on both analyzers, it is likely that the sample was exposed to pre-analytical o2 contamination. A re-draw from the same patient at a later time provided a result of 37 mmhg, matching the expected patient status.

Event description:
The customer reported discordant po2 results between two rp 500s. There was no report of injury due to this event.